Event description:
A healthcare professional reports pt self-tester generated discrepant results with protime microcoagulation system. Protime generated inr 3.9 and lab generated inr 2.4. The pt's therapeutic range inr 2.5 - 3.5. No adverse event(s) reported.

Manufacturer narrative:
This MDR submitted (B)(4) 2011 references itc (B)(4) (cuvette lot # a1p3c005). Method: actual device involved in incident evaluated. Instrument device history record reviewed and device history record for cuvette lot was also reviewed. There are no ncrs and instrument and cuvette met all qc specs. There were no complaint trends or related CAPA/ncrs identified. Results: record eval completed. Device operated according to specs. Complaint could not be confirmed. Conclusions: device evaluated and alleged failure could not be duplicated. Itc has requested all data required for form 3500a. Fields for which data were not obtainable or are not applicable are intentionally left blank.